Manufacturer narrative:
One device was returned for analysis. Visual inspection found a cracked (dso) downstream occlusion seal, separating upstream occlusion (uso), error code 46440. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a unknown. The downstream/upstream occlusion seal and downstream occlusion sensor were replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) seal was cracked. There was unknown patient involvement, and unknown signs or symptoms experienced.